Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-aug-2018 with the following findings: a review of the pump¿s black box showed call service 064 alarms (occlusion during prime). During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump rewind, load and prime steps were performed successfully and was exercised for 24 hours with no call service alarms occurring. The complaint of a cs 064 call service alarm issue was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.